Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient had a paced heart rate of 154 beats per minute while at rest due to sub-optimal performance of the minute ventilation feature. It was also noted that the pacing was being delivered though a lead that was implanted in the patient's left ventricle but connected to the right ventricular port of this device. It was recommended that the patient be evaluated for programming optimization. This pacemaker remains in service. No additional adverse patient effects were reported.